Event description:
The customer received an erroneous result for one patient sample tested for hdl-cholesterol (hdl). The sample initially resulted as 1 mg/dl and was repeated resulting as 60 mg/dl. It is unknown whether or not the erroneous result was reported outside of the laboratory. The customer did not provide information on which result they considered to be correct. It is unknown if the patient was adversely affected by the event. The hdl reagent lot number and expiration date was not provided. The customer declined a service visit.

Manufacturer narrative:
A specific root cause could not be determined. The customer did not want to provide any additional information. It is unknown if any patients were adversely affected by the event. The customer refuses to provide essential information.